Event description:
The customer reported that the 840 ventilator had a circuit disconnect alarm. The malfunction occurred during pt use, the pt was taken off the device. No injury to the pt was reported. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised on how to set the alarm and how to access leak compensation. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).